Manufacturer narrative:
(B)(4). Batch # r92h8h. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open breast biopsy, the device was activated even though the hand switch was not pressed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.